Event description:
The following has been reported: customer reported: have this pump that gave this error screen: service needed, red alarm. There was no patient harm, and the pump is sitting in office. Waiting for staff to send logs and if issue stopped active infusion. Customer responded they will send logs and "bedside nurse has pressed "start" and a few seconds after infusion had started that warning screen came up". A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure. Pump was able to pass mock infusion testing with no failures. Log files confirm multiple valve 1 actuation failures. Device was opened to check for internal damage and connection integrity. No damage was found and all connections were secure.